Manufacturer narrative:
No button response due to corroded keypad traces. No button error alarms noted. Unit had cracked reservoir tube lip, reservoir tube, case window display corners, scratched reservoir tube window and lcd window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.